Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a retina procedure the system displayed an advisory and was unable to use intraocular pressure control. Also reported that the light of the lightguide was dark when inserting to the unit's port. The issue was resolved by switching the product and using a secondary port. No pt harm was reported. No add'l info is expected for this report.